Manufacturer narrative:
(B)(4). Results code 1: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Results code 2: : a review of the packaging records for the devices verified the lots met all pre-release specifications. Results code 3: a review of the sterilization records for the devices verified the lots met all pre-release specifications. Conclusion code 1: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infections.

Event description:
On (B)(6) 2010, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017 the patient presented with an infected closed urinary system on the left. On (B)(6) 2017 a white cell scan report was suggestive of an infected aortic aneurysm / infected endovascular aortic repair, specifically the native aortic wall, and not the stent graft. The infection was treated with IV antibiotics, followed by oral antibiotics. Open exploration with extra-anatomical bypass would have been an option, however this would result in renal loss and it was felt to be a very high risk. It was reported the patient would not likely survive this kind of intervention. On (B)(6) 2017 the patient expired due to multi-organ failure and sepsis.